Event description:
A physician reported that an infant resuscitator was noted to leak 10 minutes into his resuscitation attempt. A 5mm cut was found where the bag fits over the intake valve. Pt care was not affected. The customer checked his stock and found a "well used" resuscitator bag with a hole in the same spot. The customer said the hole is more of a puncture and could be from wear. Both bags will be returned late july.